Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unknown. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on 11/09/2009, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009 (over 50 years old). According to the complainant, during the procedure, the tip of the tome spiraled and was unusable. The tip came out of the scope in poor orientation to the bile duct. When the physician attempted to redirect the tome, the tip cork screwed. The cutting wire was twisted around the tip. The physician removed the device from the pt. The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be well.